Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The chuck end of the device is sheared off, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports the reamer handle broke during use inside the patient. A photo was provided which shows both pieces removed from the patient. Per complaint details, there was no patient injury or delay, and the procedure was completed using a backup device. No further clinical assessment is warranted. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during reaming of the acetabulum during a thr the reamer handle sheared at the connection between the reamer handle and the reamer hand piece. Instruments inside patient. Procedure finished with s&n backup device. No surgical delay or injury to patient reported due this event.